Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a leak on an effluent sample bag. This occurred before the patient connected. The caregiver stated they closed the drain line clamp to fill the effluent sample bag. The drain line clamp was closed all night. The sample bag had burst and was leaking. There was no patient injury or medical intervention associated with this event. No additional information is available.